Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and confirmed that the arm was broke off of pneumatic module assembly from physical damage. Replaced pneumatic module assembly and tested. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The failure analysis and testing department received the following parts associated with this complaint: pn: 0997-00-1178, sn: (B)(6), pim. This part was received with a reported unit failure message of physical damage on pim. Performed visual inspection of this part received and part was not in good condition. The failure analysis and testing department verified the failure message of damage pim. Due to damaged on pim the fat dept, can not be investigate further for this part. Please see attached picture of damaged pim. Pim failed testing. Retaining pim in the fat dept. As per procedure.

Event description:
N/a.

Event description:
It was reported during a routine check , the cardiosave intra-aortic balloon pump (iabp)pneumatic interface module is broken . There is no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.